Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a surgeon, a vns pt experienced a post-op infection at the generator site. The surgeon indicated that he planned to treat the infection externally. Add'l info was received from a company rep who stated the surgeon planned to remove the generator as the infection did not heal. F/u with the surgeon's office indicated the generator was removed due to infection. Add'l info from the surgeon's office revealed that the infection manifested 41 days post implant and was suspected to be hematogenous from the gut source. The infection was treated with antibiotics, debridement and irrigation but was not cleared. The cultures of the infection were positive for pseudomonas aeruginosa.